Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that in the past, the customer experienced an over-delivery on the pump. The contact was unable to provide any further information regarding the date of occurrence or information regarding the event. Multiple attempts were made by tandem technical support to obtain information regarding the reported event; however, no further information was provided by the customer. There was no reported impact to the customer's blood glucose level.